Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient needed blood purification due to high lactic acid and internal environment disorder. After replacement, the machine was used for treatment. About one hour after catheter was implanted and just after the machine was connected, it was found that the arterial extension tube was oozing blood around it, which made it impossible to continue the treatment. The catheter was not repaired and there was no luer adapter issue. Iodophor disinfection was used on the insertion site prior to product placement and was typically utilized to clean the adapters. Ointment was not used. There was nothing unusual observed on the device prior to use and flushing was done which had a normal result. There were no other products utilized with the device. They needed to extubate the defective catheter and re-catheterization/insertion using a new one was required on the same day of the event. They used the machine for treatment, which delayed the treatment for one and a half hour, but the treatment was completed. There was an unknown amount of blood loss and blood transfusion was not required. There was no patient injury.